Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No video image. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date. Evaluation summary we checked the returned unit and confirmed that the ccd/us probe unit blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd/us probe unit. In addition, we confirmed that the distal body worn out, the light guide cable bump, and the us connector cable bump; however, they are not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.